Event description:
(B)(4). I had just been feeling very tired and had no energy. I had started gaining weight. I was moody. I started to have headaches. I had back pain in between my periods , along with bad cramps. I always had heavy periods... But they had started to get worse and worse. I started having numbing in my hands legs and feet. I would exercise and try to eat healthier but I just kept gaining weight. I would go to the dr and they really just would want to give me more meds! With more side effects! I started skipping periods. 1 time in 2012 and 2 times in 2013 all the while all of these other side effects have not stopped. When I went to my dr for test, I was told that I was iron deficiency anemic back to back over a couple of years. In early 2014, I missed my period after the new year, so I just thought that my cycle was changing. I was experiencing strong night sweats and insomnia. When I did get a period, it was painful and heavy. I ended up missing my period from late (B)(6). I came on at that time for a heavy 7 days. Went off for about a week. Came back on for 9 days. Went off. Started back (B)(6) and it is now (B)(6) 2014 and I have been bleeding very very heavy with clots as big as golf balls. Over this time, I have met and talked with my gynecologist and primary dr several times. My gynecologist tried to put me on some type of diet plan with pills where I was sick for over a week. Then I started throwing up and thats when my period started back on (B)(6). I got an ultrasound done on (B)(6) 2014 and it revealed a mass in my uterus. I am currently waiting on the results from that. I spoke with my gynecologist again about the essure and expressed to him that I want it out .. He basically told me that I did not know what I was talking about. That woman don't know but I am finding case after case where women are saying that the coils have moved... Some have gotten pregnant ... Some bleed profusely (like me) and many more cases.

Event description:
(B)(4). Since my last report I have still been bleeding heavily off and on. I still have headaches and cramps. I am fatigued all of the time. My gynecologist finally referred me to another dr. After my test results of the mass was found to be benign according to them. I had given my gynecologist a lot of information that I got from the essure problems (B)(6) page. I honestly don't even know what I would have done if I had not found all of the helpful information. So as of now... My hysterectomy is scheduled for (B)(6) 2014. I did not get that form of birth control to have major surgery... I trusted my dr. And this product that was approved by the FDA. And now I have to and have been going through a physical and mental emotional roller coaster since the day that it was put inside of me.